Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box data showed an occlusion call service alarm 064-0001 with high force occurring due to occlusion during the prime step. During the actual investigation, the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and after the 24 hours of testing, no rewind issues were observed or duplicated; the product performed within specification. Additionally, the alarm history and the black box data did not confirm the original complaint of rewind issue. No issues were noted to the keypad either. The pump was opened and no evidence of the corrosion or damage was found on the motor flex connector. (B)(4).